Manufacturer narrative:
A system service check of the avanta fluid management system serial number (B)(4) was completed on (B)(4) 2014 which confirmed that the injector was operating within bayer r & I specs. The multi-patient disposable set (mpat) and the single-patient disposable set (spat) that were in use during the procedure were discarded by the site; however, the site was able to provide lot numbers from the inventory on hand at the time. Bayer r & I quality assurance analysis examined retained samples from mpat, lot number 135202 and spat, lot number 140303. Testing concluded that the retained disposables performed to spec with no problems observed. The site continues to use the avanta fluid management system after the reported event. No further issues were reported. Multiple documented attempts have been made to gain specific info related to the reported event; however, these attempts have been unsuccessful. In the event add'l info is obtained, a f/u report will be submitted.

Event description:
A bayer r & I rep reported the following. A dissection occurred in the left coronary artery while a pt was connected to the avanta fluid management system. The pt required surgery to resolve the condition.